Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing impedance low out of range. Technical services (ts) was consulted and noted low intrinsic amplitude. The device remains in service. No adverse patient effects were reported.